Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.